Manufacturer narrative:
Device was received with critical pump error (open book image) alarm during testing due to moisture damage on electronic assembly. Unable to verify pump error 2/28/60/63 alarm due to critical pump error (open book image) alarm. Device was received with cracked battery tube threads, cracked case along the side of the battery tube, faded serial number label, missing display window cover and peeling keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple pump errors. The customer's blood glucose level was unknown at the time of the incident. The customer stated that the insulin pump stopped working. The customer was able to clear the alarm but was unable to complete the insulin pump rewind. Every time the customer cleared the alarm, they again received multiple pump errors. The customer reported that the insulin pump had cracked on the side. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.